Event description:
It was reported that the technician in training attempted arteriotomy closure after a diagnostic procedure using a starclose vascular closure system. It was noted that the device was difficult to remove and upon removal, one of the locator wings was partially detached and a portion of the wing was dislocated from the distal end of the vessel locator. There was no patient injury or adverse effects reported. Hemostasis was achieved using manual compression. No additional info available.

Manufacturer narrative:
The investigation of the returned device revealed the clip had been deployed with a damaged vessel locator that contained broken and bent vessel locator wings with an intact pusher body to the shaft joint. No other damage or malfunction detected and a review of the device history record (DHR) did not produce any information deemed relevant to this complaint and its report. All investigation findings and the DHR review information concluded that the root cause for the damaged vessel locator was undetermined.